Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of an amia cassette without an alarm during peritoneal dialysis therapy. This event occurred during drain while the patient was connected. The patient was unsure if they started empty, but did feel full. No fibrin was noticed. The technical service representative (tsr) had the patient reposition and ensure that cycler was a little lower than bed and level on table. The tsr had the patient press resume and drain completed with no issues and the patient went into fill cycle. The tsr stayed on the line for fill and then the patient moved into dwell with no issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.